Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient arrived at bedside prior to transfer. Upon inspection, site was bleeding and angle matching had not been performed. Staff advised to redress site as per site management recommendations. Dressing change performed under local support observation. No bleeding noted and no hematoma present. Patient was transferred and upon arrival, patient had a small hematoma. Venous pressure applied for approximately 30 minutes. Hematoma resolved prior to local support arrival. Remained at bedside for approximately 1 hour and site reminded free of bleed and hematoma. The patient survived the procedure and was successfully weaned.